Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter malfunctioned. Date of issue is an approximation. The patient stated the transmitter was not working properly. The patient refused to provide any information regarding the nature of the failure, only stating that she was hospitalized in the intensive care unit (ICU) because of it. She stated that she no longer has the malfunctioning product as it was removed by the doctor. At the time of contact, the patient was at home from the hospital. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.